Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure, previously capped right atrial lead appeared stretched and exhibited insulation anomaly, loss of capture, and loss of sensing. The lead remained capped and replaced. The patient was in table condition prior, during, and post operation.